Manufacturer narrative:
Permobil (B)(4) received report claiming the end-user fell out of the device after an alleged sudden stoppage of the device. Reports indicate the end-user was not wearing a positioning belt at the time of the reported incident. Reports claim when the device stopped, the end-user lost positioning and fell out to the device seating to the ground to where they landed on their right elbow and leg. It was reported the end-user was taken to the hospital for evaluation to where they were diagnosed as suffering a fracture to their right femur. It was reported the device was fully inspected by service provider technicians who stated there were no issues found with the device. It was reported the device was fully operational with no deviations being noted nor signs of any previous malfunctions having occurred. Permobil was informed the device had since been re-issued to a different end-user and no service related issues have been reported since re-issuance. The end-user involved in this reported event was provided a new device and is reported to have recovered from their injuries. Note: permobil (B)(4) was not notified of this event until 6 months after occurrence due to the facility failing to inform until just recently. Due to the 6-month timespan and the device being unavailable after having been re-issued to a different end-user, permobil (B)(4) was unable to inspect the device to determine if a device malfunction attributed to the alleged sudden stoppage. The DHR was reviewed and device met specification prior to distribution.

Event description:
Received report that while end-user was operating the device outdoors, the device allegedly stopped suddenly causing the end-user to lose positioning and fall out of the seating to the ground. Reports indicate the end-user suffered an injury to their right leg requiring medical intervention.